Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular a broken scope, as it will not stay focus. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. No additional information will be provided.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 6, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (brand name - corrected). D9 (updated device availability). D4 (additional device information - corrected model number, unique identifier (UDI). Number, and added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3224, 19). The affected sample was not returned for evaluation; therefore, a direct investigation could not be performed. Past product complaints were reviewed for similar issues and the most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3224, 19). The returned sample was visually inspected of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.